Event description:
It was reported that the customer was receiving a no delivery alarm on her insulin pump. The customer's blood glucose level was 145 mg/dl. The customer stated that she changed the infusion set three times, and the last set cleared the alarm. Troubleshooting could not be performed because the alarm had been resolved by the infusion set change. Advised customer to call back if the alarm returns in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)